Manufacturer narrative:
(B)(4).this complaint for a system error 2240 (air in set) is not confirmed because disposable set was not returned to baxter for evaluation. The assignable cause is undetermined.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240(air in tubing) during dwell 2 of 4 on the home choice (hc). The home patient (hp) had two bags connected and there was no hp or bag disconnect. The connections were tight and there were no leaks. The hp cycled the power to receive system error 2367. The alarm was cleared and the hp would complete therapy with manual supplies. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. If additional relevant information becomes available, then a follow up MDR will be submitted.